Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe in the bulk sterile convenience pak leaked. The following information was provided by the initial reporter: today one of the pharmacists came to us regarding some of the 20ml tray syringes they were having problems with. They were leaking.

Event description:
It was reported that the bd luer-lok¿ tip syringe in the bulk sterile convenience pak leaked. The following information was provided by the initial reporter: today one of the pharmacists came to us regarding some of the 20ml tray syringes they were having problems with. They were leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-apr-2022 . H.6. Investigation: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. No defects were found on the samples during the visual inspection. All the samples underwent leakage testing and none of them showed any signs of leakage. Bd cannot determine the cause of the failure since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.